Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient stated they did not receive a low alert while sleeping. No symptoms were reported. The patient's spouse called 911 and he was treated by paramedics with glucagon for hypoglycemia and transported to the hospital where he was observed. At the time of the report, the patient was doing okay. Data investigation could not confirm the no audio alert on the mobile app. Patient was observed below their low alert threshold of 70 mg/dl with an estimated glucose value (egv) of 46 mg/dl at 2:48 am on (B)(6) 2023. Patient received their urgent low alert at 2:48 am, which sounded at full volume. Five minutes later at 2:53 am, patient received another urgent low alert at full volume. Patient continued to received their urgent low alert, until it was acknowledged at 5:40 am. The probable cause could not be determined. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.